Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: (B)(6). All the results above were obtained with strip lot 4977622. Customer then switched to a new vial of strips (lot 497687) and obtained the following result. On (B)(6) at 9:15 am - 67 mg/dl. No adverse event was reported. The test strips from lot 4977622 were discarded; therefore, no product could be requested to be returned for product evaluation. However, strip lot 497687 was requested for evaluation.